Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported no audio for a low alert on the g6 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported no audio for a low alert on the g6 mobile application was not confirmed. A probable cause could not be determined via data.